Manufacturer narrative:
Pump received with no button response due to moisture keypad traces. Pump received with cracked reservoir tube lip and minor scratches on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the act and esc buttons on his son's insulin pump are not working. Customer does not recall any significant events leading to the error. Customer's blood glucose was 370 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.